Event description:
The customer reported a "few" false negative result with the ID now covid-19 assay performed on an unknown date. The customer stated that the results were compared to other method- unknown, on an unknown sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. The exact number of report could not be confirmed by the patient. Multiple follow-up attempts were made. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.